Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that cannula was bent. The blood glucose of the customer was 480 mg/dl. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting. The insulin pump will not be returned for analysis.